Event description:
Philips received a complaint on the heartstart dfm100 failing the operational check. There was reportedly no patient involvement. The fse evaluated the device at the site. It was found that the processor pca was malfunctioning and needs replacement. The problem was confirmed. No further actions at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.